Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. The field service engineer (fse) evaluated the device. The fse reported led alarm failed. To address the failure, the power switch overlay was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had an alarm led (light emitting diode) failure. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.